Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, user was advised to relink their sensor which was completed successfully. However, the bg and sg were still showing discrepancies so the user was informed that the case would be re-escalated. However, the user was declined further assistance and they requested to have their sensor removed as they were frustrated with the eversense system.

Event description:
On 10 oct. 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.